Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for follow up with the right ventricular lead exhibiting high thresholds values with loss of capture. An attempt to re-position the lead was unsuccessful. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Additional information: d10, h1, h2, h3, h6, h10 as received, a complete lead was returned in one piece with helix partially extended and clogged with tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events of high capture threshold and loss of capture were not confirmed.